Event description:
It was reported that the device fractured during the implantation.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design. Insufficient material strength. Anchor assembly design not strong enough to withstand impaction. Anchor geometry too blunt for effective bone penetration. Process. Anchor not manufactured to specification. Improper assembly of anchor onto inserter. Application. Hard bone. Excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device fractured during the implantation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.